Event description:
The customer reported via phone call that he had self started on the pump about a week ago. Customer stated that he has seen improvement in his blood glucose already. Customer has had a few instances of low blood glucose. Customer had one incident with a blood glucose of 600 mg/dl due to an occlusion in the tubing. Customer corrected with a pen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.